Event description:
Reporter indicated that the pt's device was explanted due to pt death. Cause of death was reported to be sudep, but a death report has not been written up yet because the autopsy has not been completed. Reporter indicated that the device was providing therapy at the time of death. A lead test was completed after the death which showed the device was functioning as expected. Attempts to obtain add'l info have been unsuccessful to date.